Event description:
It was reported that, pt had initial surgery on (B)(6) 2010. It was determined that pt had wear and debris. She already had fretting and corrosion and was revised on (B)(6) 2011.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.